Event description:
It was reported that a patient received a resorbable bone void filler implant following a right calcaneal fracture. Approximately 11 weeks post op, the patient began "exhibiting symptoms," and one week later, he was readmitted to the hospital. The patient underwent a revision the following day due to a "suspected surgical wound infection". During this procedure, the implant site was lavaged ('surgical scrub') and the calcaneus was curetted of "granulomatous" material which was explanted and discarded. Tissue sample and cultures were taken. It was reported that the surgeon feels this was a "reaction" to the implant. Patient outcome was reported as "in recovery, with antibiotic management" and in "good overall condition."

Manufacturer narrative:
A second unit of resorbable bone void filler was also implanted during the same procedure: plexur m (filler, bone void, calcium compound); model/catalog #: 6100-010; serial number: (B)(4); exp date: may 1, 2015. (B)(4). Device history records for the two suspect lots of product were reviewed and indicated that the subject grafts were manufactured per procedure and met all required product specifications. There were no deficiencies, irregularities or non-conformances associated with the processing of these grafts. The grafts were terminally sterilized using gamma radiation, within the required dosage rate, and were released sterile, as labeled. Product is designed to resorb/remodel and is replaced by host bone during the healing process.